Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 24aug2020 and investigated on 28aug2020. Signs of clinical use and evidence of blood were observed. There was blood in or on the tip of delivery tube. There was also blood observed on the loading device. Delivery device was returned outside loading device. The tension spring and seal remained inside the loading device. The white plunger on the delivery device remained unpressed and the blue lock remained in the locked position. The seal was then pulled out from the loading device for inspection. Microscopic inspection showed the tether remained uncut and attached to the seal and tension spring. No crack/delamination of seal was observed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.198 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and evaluation results, the reported failure "fitting problem" was confirmed

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (4.3mm) failed to load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.